Manufacturer narrative:
H.6. Type of investigation code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment using gore® excluder® aaa endoprostheses for an inflammatory abdominal infrarenal aortic aneurysm. Only a type ii endoleak was observed. (B)(4) .the treatment was completed. On (B)(6) 2023, using computed tomography imaging a migration was observed in the left extremity of the previously placed contralateral leg. (B)(4). On (B)(6) 2023, after embolizing the left internal iliac artery, two stent grafts (plc121400j and plc121200j) were additionally placed to extend through the left external iliac artery. The procedure was completed without any sign of endoleaks. The patient tolerated the procedure. The physician stated that the left distal landing was originally short, and the migration was predictable.